Event description:
It was reported that prior to distribution, upon device interrogation the device was unable to be interrogated. No patient was involved. The device was not implanted.

Manufacturer narrative:
Correction: upon review, the crmd loop recorder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.